Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for over delivering insulin. The customer stated that the insulin pump has been over delivering insulin for the past six months. Offered to troubleshoot and the customer declined as she was in a hurry and requested a replacement. No further information was provided.